Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pace impedances shortly after implant. At implant, impedances were 1125 ohms, but a few days later, values were greater than 2500 ohms. Thresholds had also increased to greater than 5v. The lead was suspected to have caused a small perforation, so a revision procedure was performed. The lead was repositioned successfully and remains in service. The perforation was never confirmed. There were no additional adverse patient effects.